Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver passed the charge and boot test. The log was downloaded and reviewed, and signal loss was not found within the investigation window. Test on receiver functional test station was performed and it passed. Perform paring\calibration\performance\range test passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.